Event description:
Pt underwent single bypass grafting from aorta to right coronary artery, status post dissection of right coronary artery at attempted ptca. Pt was returned to the intensive care unit in stable condition. Pt then experienced sudden hypotension and hemorrhage noted through chest tubes. Pt was returned to operating room. Two hemoclips were removed on the previously sutured side branch. The remaining clips were removed and replaced with titanium clips.